Event description:
The patient reported that she hadn't received stimulation since 2021. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Product analysis was completed on the returned lead. A lead fracture was verified. A break was identified in the positive coil. Scanning electron microscopy images of the positive coil show that pitting of electro-etching conditions have occurred at the break location. However, due to metal dissolution and or surface contamination the fracture mechanism cannot be ascertained. There was an abraded opening in the inner tubing at the fracture location. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
The generator and lead were explanted due to high impedance. The explanted lead has not been received to date. No further relevant infomariton has been received to date.

Manufacturer narrative:
B5. Describe event or problem, corrected data: supplemental MDR 2 inadvertently omitted the following information: "the explanted lead and generator were received for analysis. " d9, device available for evaluation? ,corrected data: supplemental MDR 2 inadvertently did not provide the information regarding receipt of the lead h3.device evaluated by MFR?, corrected data: supplemental MDR 2 inadvertently omitted that the lead was not analysis with reason code 02.

Event description:
The explanted lead and generator were received for analysis. Product analysis was completed on the returned generator on 08/26/2021. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified in the pa lab. The generator performed according to functional specifications with no anomalies identified. Analysis on the lead has not been completed to date. No further relevant information has been received to date.

Event description:
It was reported that the patients device showed high impedance on two different tablets as well as resultant low output current. There was no pain or problems associated with this and her seizures were still well controlled. Per the doctor, x-rays showed no apparent issues. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.